Manufacturer narrative:
(B)(4). Date sent: 1/6/2026. Photo analysis: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows an open wound on a person's head and no o staples are visible. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: did the surgeon use tissue forceps to help approximate the edges? When the skin stapler did not function as expected during the closure, why did he continue using it? Here¿s what I found out from the surgeon and physician's assistant. The staples looked okay upon placement. No forceps were used for approximating the skin, but the pa did try to approximate with his fingers while using the stapler. The patient was a drug addict, alcoholic and admitted he had scratched and rubbed his head during the healing period. After this follow up, the patient has not come back to the clinic and skipped all appointments. They were trying to follow up with him.

Manufacturer narrative:
(B)(4). Date sent: 12/20/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a follow-up visit, a few days after a right craniotomy procedure for subdural hematoma, the surgeon stated that the patient experienced wound dehiscence. The surgeon also noted that the skin stapler did not function properly in closing the wound.